Manufacturer narrative:
A continuity test was performed on the returned electrode set, which determined that electrical flow was disrupted in one of the pads. Visual examination identified cracks in the foil of both pads. Retain sample electrodes from the same lot were also tested, and no damage or malfunction was identified. The customer indicated that the pads were used in a CPR resuscitation attempt on the pt, contrary to warnings about concomitant CPR in the electrodes' directions for use. As indicated in the 'warnings and cautions' section of the directions for use, CPR compressions on the electrode pads can damage the pads.

Event description:
The electrodes were used during a CPR resuscitation by paramedics. They tried the electrode pads with two different defibrillators, but they would not work. The customer indicated that the pt was deceased when CPR was attempted, and they could not revive the pt. He stated that the pads' performance did not contribute to the death. The defibrillator used was a visio lifepak 12. Kimberly-clark corporation and ballard medical products have no first hand knowledge of the allegation, but are relaying information received from outside sources.